Event description:
During use of the device for a non-clinical activity, the user reported that the flow sensor would not latch. The unit was not being used and remained in the perfusionist's "closet" as a backup until preventive maintenance could be performed. Since the event occurred during a non-clinical activity, there was no pt involvement.